Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) recorded episodes marked as pacemaker mediated tachycardia (pmt) during which there appeared to be loss of capture (loc) on both the right ventricular (rv) and left ventricular (lv) leads. Boston scientific technical services (ts) reviewed device data noting the pmt episodes did not appear to be true pmt but rather a fast atrial arrhythmia. In the recorded episodes, the rv channel exhibited noise appearing in short bursts of approximately 1 second reoccurring throughout the duration of the episode. It was noted that while there appeared to be loc, lead measurements were found stable and within normal limits. Ts suggested possible causes and provided recommendations for additional evaluation and programming. It was noted the patient has an underlying escape rhythm at a rate of 43 bpm. Information was later received indicating the cause of the reported issues could not be determined and the patient would undergo additional testing at their next follow-up appointment. No adverse patient effects were reported. This system remains in service.